Event description:
Received report as while the end-user was operating their mx2+ smartdrive device in a local store, when attempting to stop via a tapping motion on the e3 tic watch, the smartdrive device continued to run forcing the end-user to maneuver into a stationary object to stop. No injuries were reported to have been received as a result.

Manufacturer narrative:
End-user reports while he was in a store, he attempted stop the sd unit via the e3 watch by double tapping, and claims the device continued to run. Reports having grabbed the hand rims of the w/c to keep from colliding with people and guided the chair into a stationary object to stop. He reported that he gave another set of taps and the device finally shut down. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. As the user confirmed the device having stopped after given a separate command, this would conclude the app remained in focus and was not the cause of the event. The device was inspected by the provider and was reported to remain fully operational with the provider being unable to replicate the failure as described. Permobil is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.